Event description:
On (B) (6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultralink meter would not power on. The reporter claimed, the alleged power issue began on the evening of (B) (6) 2010 (6pm). At an unspecified date/time, prior to when the alleged power issue started, the patient's mother claimed the patient had developed symptoms of frequent urination. The reporter denied that the patient received medical treatment as a result of the alleged issue. At the time of troubleshooting, the customer care advocate noted that the reporter had replaced the subject meter's batteries; however, the issue remained unresolved. Replacement products were sent to the patient. Although, the patient developed a symptom suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient reportedly had become symptomatic prior to when the alleged issue began; therefore, the reported device did not contribute to the patient's symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.